Event description:
Depuy acromed received a timx construct composed of screws, nuts, and plates. According to the complaint, a post-operative x-ray revealed that the 2 nuts had backed completely off of the screws. The initial implant date was in 2000. A revision surgery was required to remove the construct and implant another timx construct. The returned construct is currently under investigation.